Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement test due to failed battery test alarm. Unit had cracked battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment¿s spring was rusty. No harm requiring medical intervention was reported. The device will be returned for analysis.